Event description:
It was reported that a pediatric user¿s parent expressed concern during the first week of ilet use regarding difficulty controlling snacking and carbohydrate intake, with fluctuating blood glucose and uncertainty about pump use; education on accurate meal announcements and following the ketone plan was provided, and additional training was assigned. Symptoms included hyperglycemia with stomach aches and nausea, and presence of ketones with reluctance to drink fluids. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education by support staff. Investigation included clinical review of reported glucose fluctuations, review of user-reported meals and treatment behaviors, and provision of user training. Investigation of this case revealed no device malfunction or alarm activity, with hyperglycemia likely related to early adaptation period and user factors such as variable carbohydrate intake, snack frequency, and treatment of lows with soda. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-related factors during initial therapy adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.